Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis per the customer. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. Four of the nine reactions had occurred on one autopheresis-c instrument, for which was the reason the customer had contacted baxter. Customer requested that baxter evaluate the autopheresis-c instrument. Baxter service personnel identified no problems with the instrument. This report is for donor #1. Donor has been donating since 1987. Prior to plasmapheresis, donor's blood pressure was 116/80 and pulserate 92. Donor had a meal approximately 90 minutes prior to donation. Donor is currently on synthroid 0.25mg t/day; xanax 0.5mg and miacalcin nasal spray. Approximately one hour into the donation, donor appeared pallor, clammy, and was experiencing weakness. Donation was discontinued. Donor was placed in the trendelenburg position, was given orange juice and a cold compress. Donor was discharged in excellent condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.